Event description:
It was reported that an ilet bionic pancreas displayed repeated alert 60 indicating a bluetooth communications error associated with the ble board, and multiple restarts did not resolve the issue. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the device and return of the original unit. Investigation included troubleshooting, user education focused on bluetooth communications, and receipt and inspection of the returned device. Investigation of this case revealed a device communication malfunction associated with the ble board, consistent with a bluetooth communications issue that necessitated replacement and prevented cgm connection. It was concluded that the cause was a malfunction of the device¿s bluetooth communication hardware.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.